Event description:
Patient presented to the physician with an infection at the chest incision site. On examination, the physician observed redness and swelling at the infected site. Physician prescribed a 7-day course of antibiotics.